Event description:
Healthcare professional reported right side "capsular contracture," baker grade unknown and an "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device remains implanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), h6.

Event description:
Healthcare professional reported, right side "capsular contracture", baker grade iii. And an "exchange from textured to smooth breast implants, due to the patient¿s concern with the product". And "any creases". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, fold creases and wear abrasion. A weight test of the device was verified, and the device was within specification. Cloudy after autoclave disinfection process in the gel. Creases/folding of implant condition that was indicated, in the complaint was observed. Nevertheless, it is considered non-related to the manufacturing process, since the device was received out of their primary packaging. And is an explanted device. Based on the device analysis, the final assessment is: creases/folding of implant condition was observed. Nevertheless, is not related to the manufacturing process.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "capsular contracture," baker grade unknown and an "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device remains implanted.